Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for calcium (ca) on four patient samples. All samples were repeated on modular p analyzer serial number (B)(4). All results are in mg/dl. Sample 1 original result was 6.5. The repeat result was 9.0. Sample 2 original result was 6.7. The repeat result was 9.2. Sample 3 original result was 6.9. The repeat result was 8.3. Sample 4 original result was 6.9. The repeat result was 9.4. It is unknown if the original results were reported outside of the laboratory. There was no adverse event. The r1 calcium reagent lot number was 65966201, with an expiration date of 07/31/2013. The r2 calcium reagent lot number was 66672301, with an expiration date of 09/30/2013. The field service representative found a fluidic failure of the gear pump. There was low pressure. He replaced the gear pump head and verified all alignments. The representative performed calibration and quality control was within the customer's specifications. He also performed a precision run, which was within manufacturer's specifications.